Event description:
New information received indicates programming changes were made on (B)(6)2021. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the implantable cardioverter defibrillator exhibited far r oversensing and post sensed t wave oversensing. Programming changes were discussed but not made. The patient was in stable condition.